Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify unexpected low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had low battery alert. The customer¿s blood glucose level was unknown. The customer reported that they had low battery alert. The insulin pump will be returned for analysis.